Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units plug is no longer retracting.

Manufacturer narrative:
Updated data: b4, g3, g6 ,h2 , h10, h11. Corrected data: b5, b6, b7, d10, h6 (clinical &impact).

Event description:
It was reported that during routine daily check, the cardiosave intra-aortic balloon pump (iabp) units plug is no longer retracting. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the device, the fse was able to reproduce the issue. The mains lead jammed in cable coil. The fse removed covers and freed cable from around pillar. The cable cooler works ok now. The fse put covers back and plugged in. Works on mains ok. All functional and safety checks were performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.